Manufacturer narrative:
Patient weight was not provided for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.1mm drill bit broke off in the patient¿s radial head during a proximal radial head fracture procedure on (B)(6) 2017. The drill bit for threaded hole was being used with a drill guide and plate from the variable angle hand set. The tip of the drill bit broke off in the patient¿s radial head and was unable to be retrieved. There was a short delay of approximately five minutes in surgery and x-rays were taken that showed that the drill bit was not located in the joint, so the surgeon opted to leave it in the patient. The procedure was completed successfully and the patient was closed with no further complications. Concomitant device reported: drill guide (part # unknown, lot # unknown, quantity 1), variable angle plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for com-(B)(4)..